Manufacturer narrative:
The device was discarded by the facility and no lot information was provided, therefore an evaluation could not be performed. Products shipped to the facility were identified and device history records for those lots were reviewed. No non-conformances were found related to the reported event. (B)(4).

Event description:
The customer reported that the balloon appeared to unravel when taken out of the "box (cover)." As a result, there was extreme difficulty advancing the balloon through the sheath. The balloon was removed from the wire and a 2nd iab was placed into the body without any problem. It was reported that the patient expired, however it was not attributed to the event. Related MFR report# 2248146-2014-00082.